Event description:
It was reported that during a routine device interrogation in the clinic, the patient experienced symptoms and went unresponsive. It was noted that at the previous device check about one year earlier, the battery longevity was 16 months, but during this interrogation, the device had indicated elective replacement (eri) about 8 months earlier. The battery impedance measurement was also high. The device interrogation was aborted and the patient was taken immediately for a device replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).